Manufacturer narrative:
Investigation results: the visual inspection showed that the conical tip was returned in a complete assembly of a dissection tip and juicer body. During qe investigation when slight force was applied to the dissection tip, the tip easily detached from the juicer body. The conical tip was detached from the juicer at the point where they were glued together with adhesive. The details visual inspection of the juicer and dissection tip components showed, that there was residual adhesive present on the juicer od and the conical tip ID at the point of attachment to the juicer. The reported failure was confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot #.

Event description:
The hosp reported that at the beginning of an endoscopic vein harvesting procedure, the dissection tip's distal end broke off in the pt's leg right at the incision. The harvester retrieved the tip with her fingers and no further intervention was required. A replacement unit was used to complete the procedure. The hosp did not report any pt complication.